Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# 0210232222 serial# implanted: (B)(6) 2015 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for the foreign clinical study reported a return of urinary incontinence and urinary urgency. The issue resolved on (B)(6) 2017. The event was related to the ins and lead, and was not related to the stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 388928 lot# 0210232222 implanted: (B)(6) 2015 product type lead a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was an impedance issue on electrode three of the lead. The cause of the event was unknown. No diagnostics or troubleshooting was done. No actions or interventions were taken or planned. The implantable neurostimulator (ins) was reprogrammed and the issue was resolved. The event was resolved on (B)(6) 2016. The event was assessed as not serious, not related to the procedure and related to the lead. The patient's medical history includes idiopathic functional incontinence since 2006. No symptoms were associated with the event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.